Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06194. It was reported the patient is experiencing pocket heating while charging the ipg. The patient reported that it is a very strong and uncomfortable heating sensation. A new low energy charger was sent to the patient to address the issue. Follow-up indicates the patient received the replacement charger and it is functioning properly, she is no longer having any pocket heating. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a field correction. Mfrs eval: corrective and preventive action (CAPA). Eval codes results code: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.